Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary :the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.aanalysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the passive fixation lead demonstrated high impedance and there was possible dry fibrosis with tissue interface. The lead remains in service. No patient complications have been reported as a result of this event.